Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco lobectomy procedure, on the first firing the device became unable to be fired halfway. The procedure was completed with another device. There was no patient injury.